Event description:
It was reported that the patients right atrial (ra) lead showed variable sensing levels and oversensing noise. The lead was reprogrammed to a unipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Oversensing shown on save to disk egms. 978 cumulative atrial high rate episodes, 63 in last 89 days. (B)(4).